Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm approx 4 months ago. The aortic neck was short, reverse-conical shaped and ranged from 20-28-32 mm in diameter over a length of 15 mm, with severe angulation of 70-80 degrees. It was reported that at a routine f/u on (B)(6) 2010, a slight proximal type 1 endoleak was seen, likely due to the severe neck anatomy. A 32 talent cuff and palmas stent were placed to successfully resolve the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak), (severely angulated and reverse funnel shaped aortic neck), (stent graft was implanted in a pt with a severely angulated and reverse funnel shaped aortic neck). Conclusion: (severely angulated and reverse funnel shaped aortic neck), (stent graft was implanted in a pt with a severely angulated and reverse funnel shaped aortic neck).